Event description:
It was reported that the generator had been at end of service for several years. Due to the age of the device this did not appear to be an indication of a device malfunction. The generator was explanted and was received by the manufacturer. The product analysis lab found that when the generator was received it could not be interrogated. The generator can was opened and the battery voltage was noted to be 2.82v; a true end of service condition is noted to be <2.0v. A hard reset was performed and the generator processor turned on. The generator then began functioning properly. The device was then monitored for 24 hours and there was no variation in output signal noted. The generator then met all functional specifications. Based on previous investigations, it is possible that the microprocessor halt malfunction is related to exposure to high electric or magnetic fields, though this cannot be confirmed. Per labeling, exposure to MRI can cause inadvertent device reset.